Manufacturer narrative:
D9: the date of the device return for evaluation is unknown. The investigation for the reported issue has been completed. The impella device was received from the customer for evaluation. The cause of the issue was use related. The aic damage was caused by the pump torn off from aic. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. It was reported that the automated impella controller had an issue with a part of the cable stuck in the automated impella controller and could not be removed. It was reported that the patient was stable.